Manufacturer narrative:
(B)(4). A device history review was performed revealing a failure of an upstream occlusion message during the manufacturing of this device. The pump was recalibrated and passed subsequent testing. A service history review was also performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of an ipump that shuts off was not confirmed nor reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility representative reported an ipump with a condition of "machine shuts off." This condition occurred during programming/setup in the "recovery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.